Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The following information was received in the incident description from the account: while cutting the anterior, the stapler was able to fire but the staples were not formed and were scattered in the abdominal cavity. The proximal staple line was also incomplete. Based on the incident description provided by the account, this condition may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap lar procedure while cutting anterior, the stapler was able to fire but the staples were not formed and was scattered in the abdominal cavity. Also had an incomplete proximal staple line. Blood loss less than 500 cc. Surgical time extended less than 30 minutes. Deformed staples fell into the cavity and were removed. The incision was extended due to the product problem. They changed the staple cartridge to complete the case. The patient status is fine.